Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that stimulation was ¿starting/stopping¿ every 5 seconds. It was stated that the impedance measurements were normal. It was also stated that the issue occurred more often while recharging. The issue was said to have started 7 days ago. It was noted that the patient was reprogrammed 10 days ago by a different manufacturer representative. It was confirmed that cycling was off, but the patient had "soft start." It was further stated that palpating the pocket site did not replicate the issue. It was added that recharging was fine; there was good coupling. It was noted that the patient had average stimulation settings (4 to 5 volts). It was later reported that the patient was directed by the manufacturer representative to request a new recharger. It was stated that the patient felt ¿5 extra pulses of stimulation¿ when the recharger was used. Additional information received reported that programming was changed to add cycling every 0.1 second and 0.1 second off. It was stated that the patient felt a big decrease in symptoms. The patient was to follow-up with her physician to do fluoroscopy of the leads to confirm placement. It was stated that this was still a work in progress, but the patient was happier now.